Manufacturer narrative:
The investigation results were obtained on (B)(6) 2020.

Manufacturer narrative:
On an unknown date, the sample was outsourced and tested by the lc-ms/ms method with a result of 55.9 pg/ml. On an unknown date, the roche investigation result was 274 pg/ml. The analyzer was a cobas 8000 e801 serial number (B)(6) and the reagent lot number was 347456 with an expiration date of sep-2020.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable estradiol g3 elecsys e2g 300 results from the cobas e 801 module serial number (B)(4). The initial result was 292 pg/ml. This result was higher than the physician expected. The customer reran the sample at different dilutions: ×1.1: 271 pg/ml, ×2: 277 pg/ml, ×5: 361 pg/ml, ×10: 503 pg/ml. The questionable results were reported outside the laboratory.

Manufacturer narrative:
Sample from the patient was submitted for investigation. Interfering factors against the streptavidin component of the reagent, an immunoglobulin that reacts with the reagent, and heterophilc interference were excluded. Further clarification of the interference was not possible. The investigation did not identify a product problem. The cause of the event could not be determined.